Manufacturer narrative:
H3, h6: the probe, lot number: 240506, was returned to the manufacturer for analysis. Reported problem was confirmed. Pedicle probe tip was slightly bent. The reported event could be duplicated by medtronic personnel. Codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the tip was deformed, which is believed to have been caused by use on a hard bone area. It was bent. The operation was successfully completed using another instrument. This issue caused no surgical delay. There was no reported impact on patient outcome.